Event description:
Per the clinic, the patient experienced pain with stimulation, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, the patient was reprogrammed and is no longer experiencing pain with device use. The implanted device remains. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Component (B)(4): implanted device remains.

Manufacturer narrative:
Correction: integrity test repeated on (B)(6), 2013, the results indicated neither evidence of malfunction of the receiver/stimulator nor electrode anomalies.this report is filed (B)(6), 2013. Implanted device remains.